Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. There was no reported device malfunction, and the product was not returned. The reported patient effect of stenosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record could not be conducted because the lot number was not provided.

Event description:
It was reported that an unknown size of a supera stent was implanted in a younger patient and approximately 3-6 months post implant, the stent restenosed. Additional unspecified intervention was performed to open the stents back up. No additional information was provided.